Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient was recovering from an unrelated medical condition. Further information was requested, but not yet available.